Event description:
It was reported that there were concerns that this implantable cardioverter defibrillator (ICD) exhibited oversensing of a signal. The electrogram (egm) with the signal was not recorded. Thus, technical services (ts) could not analyze the questioned signal. Ts suggested troubleshooting actions. The device remains in use. No adverse patient effects were reported.